Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the day before, she experienced low blood glucose. The customer explained that she checked her blood glucose and it was 108 mg/dl; she was not using her glucose monitoring system and blood glucose might have been 30 mg/dl. She treated with apple juice. She stated that since she was not using a sensor, she was not aware her glucose was going low. The customer also complained about the transmitter not charging and getting low transmission alerts. Troubleshooting was done and the customer was advised the charger was functioning. Blood glucose at the time of the call was 111 mg/dl. The customer declined troubleshooting for low blood glucose. The insulin pump was not replaced or returned for analysis.